Event description:
The stent delivery system was advanced into the patient's left internal carotid artery and an attempt was made to deploy the stent. No stent was visible in the delivery system. The system was removed from the patient and inspected - there was no stent in the delivery system. The patient was not injured.